Event description:
Found during test, according to the reporter, the device would not delivery energy. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not deliver energy. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.